Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The ipg also had a charging issue. Database analysis revealed signs of poor charger to ipg coupling and thermistor triggering which could prolong charging times and revealed signs of fast battery depletion. The patient was known to have had a previous revision which corresponded with the change in the battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg was reportedly malfunctioned due to electrocautery. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)) the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The ipg also had a charging issue. Database analysis revealed signs of poor charger to ipg coupling and thermistor triggering which could prolong charging times and revealed signs of fast battery depletion. The patient was known to have had a previous revision which corresponded with the change in the battery depletion. The patient will undergo a revision procedure.